Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 450 mg/dl and went down to 410 mg/dl. The customer experienced symptoms such as slight abdominal pain related to high blood glucose event. Customer did not mention any treatments related to high blood glucose event. The insulin pump will not be returned for analysis.